Event description:
Pt to pcu from emergency dept with IV heparin running at 20cc/hour. Bag noted half full. After primary assessment of bag, noted to have 400cc gone. Pump rechecked and setting at 20cc hour. Pump found to be infusing at approx 200cc hour. Pump stopped and discharged.